Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient felt pounding in their chest. An interrogation showed the right atrial (ra) lead had a polarity switch due to measured low impedance. The lead remains in use. No patient complications have been reported as a result of this event.